Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found the tip was separated at the core 1.5 mm distal to the distal end of the polymer. The separated portion (with the tip ball) was not returned. There were two kinks in the core .5 mm and 36 cm proximal to the separation and the polymer was smashed .5 mm proximal to its distal end for a length of .5 mm. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) results suggest that the core failure may be attributed to a ductile overload at a bend. A ductile overload of this type typically suggests that the wire was exposed to a load beyond its design limits causing the core to bend and ultimately separate. Because there were also additional kinks noted on the core, it is likely that the separation at the hypotube/core junction is a result of a kink which may have occurred during advancing. The hypotube/core junction of the wire may be more vulnerable to separation if force is applied once kinked. To ensure core separation does not occur as a result of manufacturing, a tip pull test is performed on each wire to ensure the tip is properly attached. Additionally, quality control performs on line reliability testing to verify the product quality. The guiding catheter used in the procedure was returned with contrast visible. A .071in. Pin gauge was used to measure the inner diameter of the returned guiding catheter and passed. A new .014in guide wire was backloaded through the returned guiding catheter with no resistance noted. A review of the device finished records did not reveal any non-conforming material records associated with this lot that could have contributed to this event. Overall, the core separation, additional kinks and damage to the polymer appear to be related to case circumstances. There is no indication of a product quality deficiency. Because the difficulties appear to be related to the circumstances experienced during the procedure, and there is no indication of a product deficiency, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances.

Event description:
It was reported that the tip broke off during insertion of the guide wire into the guiding catheter perhaps because there were already two guide wires in the guiding catheter. The tip was easily removed from the pt inside the guiding catheter. There were no pt effects. No additional event or pt info was provided.